Event description:
Journal reference: ondo et al. "Subthalamic deep brain stimulation in patients with a previous pallidotomy" movement disorders/2006/21/8/1252-1254. The article describes the results from a study that involved a series of patients treated with deep drain stimulation (dbs) of the subthalamic nucleus (stn) for mgmt of symptoms related to parkinsons disease. The dbs systems used included 1 unilateral and 9 bilateral. Prior to the dbs treatment, the study patients had all received unilateral pallidotomy treatment. The control group was made up of 25 patients treated with deep stimulation (dbs) of the subthalamic nucleus (stn) that had not received pallidotomy treatment. The study objective involved the assessment of the safety and efficacy of the pallidotomy with stn dbs therapy. The article included a number of complications, from both groups, related to deep drain stimulation therapy. Reportable events: two patients (leads n=2) experienced worse balance related to stn stimulation following a pallidotomy. Treatment and outcome info was not provided.